Manufacturer narrative:
Patient returned pump for an alleged device test failed and pump error 39 observed on (B)(6) 2023. Pump received with frozen screen on the medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to frozen screen on the medtronic logo. Unable to test for pump error 39 due to frozen screen on the medtronic logo. Unable to download history files and traces using thump or carelink upload due to frozen screen on the medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly. The force sensor and motor had moisture damage. The motor slide was found rewound past the motor home switch and stuck against the motor housing. Using a test pcba 1 and the original pcba 2, the pump had frozen screen on the medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, and pillowing keypad overlay. Unable to perform the history review 2 days prior to the event date 17-aug-2023 due to download anomaly/ frozen screen on the medtronic logo. Unable to perform the functional test due to frozen screen on the medtronic logo. Device test failed unknown. Frozen screen on the medtronic logo was confirmed during analysis due to corroded pcba 2, pump failed to download history files/traces and carelink upload due to corroded electronic assembly. Unable to upload/download confirmed. Pump error 39 unknown. Unable to upload/download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 39 - motor current error detected. Troubleshooting was performed. The customer was able to clear the alarm and complete pump rewind. The pump did not pass self test. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.